Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap chole. Incident description: the clip slides off the artery. The clip was closed. See the clip is attached the return. Additional information from tm per email on april 26 that the clips slipped off the artery, the surgeon did not torque the jaws on vessel or tubular structure. The clip was closed over thick/dense tissue. The surgeon did not skeletonize the tissue while the clip was loaded in the jaws. The position of the clip was ok. After 2 minutes, the clip was found in the stomach. 4 clips were applied in the procedure. Just 1 clip experienced the reported event. They were able to finish the procedure with the clip applier. The faulty clip will be returned with the actual return of the clip applier. Additional information received from tm per email and on phone on may 9 that the clip is closed over thick/dense tissue and the surgeon was able to see the ends of the clip surrounding the tissue. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However the complainant¿s experience of clip slippage could not be replicated or confirmed, as all returned clips loaded and closed properly. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the user¿s clip application technique. The instructions for use instructs the user to "ensure the clip is secure and completely positioned around the tissue being ligated," and "verify that the ligation site is free of obstructions or other clips before firing."

Event description:
Procedure performed: lap chole. Incident description: the clip slides off the artery. The clip was closed. See the clip is attached the return additional information from tm per email on april 26 that the clips slipped off the artery, the surgeon did not torque the jaws on vessel or tubular structure. The clip was closed over thick/dense tissue. The surgeon did not skeletonize the tissue while the clip was loaded in the jaws. The position of the clip was ok. After 2 minutes, the clip was found in the stomach. 4 clips were applied in the procedure. Just 1 clip experienced the reported event. They were able to finish the procedure with the clip applier. The faulty clip will be returned with the actual return of the clip applier. Additional information received from tm per email and on phone on may 9 that the clip is closed over thick/dense tissue and the surgeon was able to see the ends of the clip surrounding the tissue patient status: no patient injury.